Event description:
It was reported by service reported that the o2 bottle holder broke off the cot and there are exposed sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.